Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The fan cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when removing the side panel to bypass the bulkhead connector, both monitors went black. The representative bypassed the video splitter and the surgeon monitor would come on but the staff monitor would remain black. The representative then checked the back of the video splitter and both the active and power lights were off. He noticed when troubleshooting that when the cable for the cover mounted fan touched the computer that monitors would turn on, and the video splitter was functional. He noted that the fan cable looked damaged at the connection to the multiout.